Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; 4 units had broken/damaged components, 3 had worn components, 1 had a dirty component, and 1 had a misaligned component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 9 </noe> malfunction events, where it was reported the brakes were difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
It was initially reported there were 9 events with the reported issue. However, investigation found that one of the events was reported twice, therefore there were only 8 events.

Event description:
This report summarizes 8 malfunction events, where it was reported the brakes were difficult to engage/disengage. There was no patient involvement.